Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were dislodged. The ra lead was punctured with suture, it was removed and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.